Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The sample was visually inspected at a normal condition of illumination and no discrepancies were found. Functional testing was performed, the sample was connected the cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficult, the pump was set running and no alarm was activated. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during the set up of an smiths medical cadd cassette reservoir, patient stated cadd looked bubbled before mix, high pressure alarm was sounding on pump. No adverse patient effects were reported.